Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, during the device evaluation exhibited component failure of light guide lens and distal end glass damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the image was reddish due to defective light guide lens and distal end was damaged due to third party repair. The event can be inspected and prevented by following the instructions of use which states: chapter 2.5 general warnings and cautions warning. Risk of injury to the patient and/or the user. The use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. ¿ before each use, observe the instructions in the section ¿inspection¿ in this document. ¿ do not use a damaged product or a product with improper functioning. ¿ replace a damaged product or a product with improper functioning. Chapter 5.2 inspection checking the light transmission ¿ hold the distal end of the video telescope against a lamp. ¿ look into the cover glass/light admission surface of the video telescope. Black dots indicate defective light-guide fibers. ¿ do not use a video telescope with more than 25 to 30 % defective light-guide fibers. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use for a therapeutic laparoscopy procedure, the subject device had a reddish image. The procedure was successfully completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6). E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.